Manufacturer narrative:
(B)(4). On (B)(6)-2015, the customer, (B)(6) reported that the locking pin of the footrest extension assembly was broken. The system was not in clinical use when the issue was discovered by the operator. There are no reports of any harm/injury to a patient, operator or bystander due to this issue. The operator contacted the philips help desk to inform them of this event and a philips field service engineer (fse) was dispatched to the site. The field service engineer (fse) arrived at the site and evaluated the system. The fse confirmed that allegation and found that the locking pin of the footrest was broken. The fse also confirmed that there were no events on the site due to the broken footrest pin. The fse verified that the locking pin was installed properly when the footrest assembly was being installed with the system, and could not confirm the cause of the broken pin. The fse ordered a new footrest extension assembly and replaced it on 04-apr-2015 to resolve the issue. The fse's repair activities are documented in a service work order (swo). After the service there have been no further recurrences of the issue at the site. The defective footrest assembly was not provided for engineering assessment. No bug report/log files were provided. Since there were no part returned from the field, a root cause of the issue could not be determined by engineering. The fse could not determine the cause of the broken pin of the footrest assembly. The fse replaced the footrest assembly, which resolved the issue. CT engineering determined this issue to be an acceptable risk and documented it in a risk benefit analysis (rba). According to the design history file, the following mitigations are applicable in this case: · two, redundant monitors are controlling the motion. · a collision calculation is done in each combination of vertical, horizontal, or tilt motion. · hw emergency stop button stops all he motions. · buttons test during initialization. · instructions in instruction for use to observe patient during all movements. · when scan starts, the cirs checks for correct direction and that spiral motion does not stuck. · controllers software verifies that commanded motions are executed or a fault condition is assumed. · couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. · design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. When the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. · design mitigations for prevention of the hazardous situations: - stopping horizontal motion in the presence of resistance force (not applicable for vertical). - table collision envelope. - single fault safe against uncontrolled motion: a) horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. B) double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. · design mitigations enabling human response: - continuous activation for manual motion. - emergency stop controls enable termination of motion in hazardous condition. - emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. - speed of motorized non-programmed motion is limited.

Event description:
The customer reported that the locking pin on the footrest, that keeps the footrest from slipping out of the receiver on the tabletop, had broken. The philips field svc engineer (fse) confirmed there was no harm to a pt, operator or bystander. The fse stated that a new footrest has been ordered for the customer.

Manufacturer narrative:
(B)(4). We will file a f/u MDR at the completion of the investigation. Initial MDR mailed on 03/03/2015.